Event description:
This report was received by global pharmacovigilance and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag and extraneal viaflex therapy. In (B)(6) 2011, the patient started treatment with dianeal pd2 ultrabag and extraneal viaflex ( dose and frequency were not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, loading dose, ip), tobramycin (1.5gm, loading dose, ip), gentamycin (1.5gm, loading dose, ip), tazobactam (4.5gm, loading dose, ip) and forcan (400mg, loading dose, ip). It was unknown if the dianeal therapy was ongoing. The extraneal viaflex was ongoing. The peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.